Event description:
On (B)(6) 2011 customer reported that there was a blue liquid leak around the main diluter panel of the lh 500 analyzer. The source of the leak could not be located. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument, performed the yearly preventive maintenance and replaced all tubing. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).